Event description:
It was reported that the device was returned with no info. Another device was used to complete the procedure. There were no adverse consequences to the pt. One device will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the handpiece was tested on a generator and found to be functional. However, no further testing could be performed. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.